Event description:
It was reported that the 2600 system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier and monitor were replaced during the service call. The system was tested adn found to be working as intended and put back into service.